Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high compared to another device. The complaint was classified based on additional information obtained from the patient/reporter during a follow-up call by a customer service representative (csr). The patient tests between four to six times a day (based on how she feels) and manages her diabetes with two pills of metformin (500mg) twice a day, levimir (95 units in the morning and 10 units before bedtime) and novorapid with each meal (sliding scale; based on blood glucose reading). The patient alleged that the issue began a few weeks prior to contacting lfs. The patient confirmed a few minutes before the alleged issue occurred, she was experiencing symptoms of shaking, sweating, and lightheadedness (symptoms the patient associated with low blood glucose). The patient's previous blood glucose reading prior to the start of her symptom is not known; however, the patient clarified the result did not seem out of the ordinary, she had administered her usual dose of insulin (dosage not known), and three hours later she was experiencing the reported symptoms. The patient also clarified she frequently has low blood glucose and that her diabetes is difficult to control. After the onset of her symptoms, the patient reportedly obtained blood glucose readings of "21mmol/l" with the subject meter and "2.1mmol/l" with the onetouch ultramini meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. After the alleged issue occurred, the patient corrected and clarified she drank juice and consumed food as self-treatment and within ten minutes her symptoms improved. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2 (08/22/2013)-device evaluation: the subject meter was returned on 08/06/2013 and analysis completed on 08/19/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (6/15/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 5/16/2013 and 6/3/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.